Event description:
Reporter alleged blood glucose measured hi back to back with a result of 246 mg/dl when testing was performed 7 minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.